Event description:
On the 27th of august 2025, gore received information concerning a gore® propaten® vascular graft. According to the report, on an unspecified day on (B)(6) 2024 a patient presented with complex mesenteric arterial disease and necessitated a aortoceliac bypass and a gore® propaten® vascular graft was successfully implanted in the celiac trunk artery. The access site was not reported. The report alleged that 2 months post implant (unspecified date), the patient presented with bypass thrombosis and a thromboaspiration was reportedly performed (B)(4). The report further indicated that on the (B)(6) 2025, the patient reportedly presented to a different hospital (avignon hospital) with a recurrent thrombosis that necessitated surgical intervention. The patient was reportedly being treated with anticoagulants and antiplatelets medication. The gore® propaten® vascular graft reportedly remains implanted. Additional information has been requested but no other information was provided.

Manufacturer narrative:
B5: event summary updated h3: device not evaluated as it remains implanted. H6: code d16 replaced with d15 and additional code of d12. C21 no longer applicable only c19. A review of the manufacturing records indicated the device met pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
On the (B)(6) 2025, gore received information concerning a gore® propaten® vascular graft. According to the report, on an unspecified day on (B)(6) 2024 a patient presented with complex mesenteric arterial disease and necessitated a aortoceliac bypass and a gore® propaten® vascular graft was successfully implanted in the celiac trunk artery. The access site was not reported. The report alleged that 2 months post implant (unspecified date), the patient presented with bypass thrombosis and a thromboaspiration was reportedly performed. (Captured in the report from (B)(4)) the report further indicated that on the 28th of march 2025, the patient reportedly presented to a different hospital (avignon hospital) with a recurrent thrombosis that necessitated surgical intervention. The patient was reportedly being treated with anticoagulants and antiplatelets medication. The gore® propaten® vascular graft reportedly remains implanted. Additional information has been requested.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.